Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a message stating that the image frame rate was below recommended levels. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. After performance testing and vis ual/physical examination the reported issue was confirmed. The cable was tested by using a cable validator, the bench test failed due to an open connection in the cable. The cable passed a continuity test. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image frame rate was below recommended levels message displayed on the system. There was no patient present when this issue was identified.